Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a mispocket occurred. A field service engineer replaced the faulty mini drawer controller engine. The escort verified that all functions were working properly in both station diagnostics and the application to resolve the issue. The system functioned as intended after being troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es a mispocket occurred where the drawer opened too far. When electronically pulling one fentanyl vial, two mini pockets popped out each containing medication when only one should have opened. The inventory remained correct, there were no adverse events or injuries reported based on this incident.